Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2024-22295. It was reported the patient presented with persistent bacteremia. The implantable cardioverter defibrillator (ICD) and atrial lead were explanted. The patient was discharged from the hospital after the procedure.